Event description:
A cartridge alarm 20, was reported with the pump during the load process. The customer declined to provide information on whether their blood glucose level was affected. As a resolution, technical support decided to replace the pump. The customer had no backup therapy available and was advised to contact their healthcare provider. Technical support confirmed the shipping address and guided the customer on how to put the pump into storage mode before returning it. The customer was instructed to return the defective pump using a pre-paid label within ten days, and they understood and acknowledged the instructions.